Manufacturer narrative:
The device was returned and the following were found during the evaluation; the white balance cannot be completed and an error code e853 is displayed; touch-screen scratched; and the replacement of the printed circuit board is required to return the instrument to the original equipment manufacturer. Specifications. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the videosystem center displayed green color bars. The issue occurred during the procedure. The procedure was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by faulty board. Olympus will continue to monitor field performance for this device.